Manufacturer narrative:
This ipg serial number is included in a field advisory. Eval: results: visual inspection of the ipg showed a cored septum and severe discoloration was observed in the header and septa. The discoloration was likely due to the fluid intrusion caused by the cored septum. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report number: 1627487-2012-06955.